Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that patient received a ventriculoperitoneal shunt last year. He came back to the hospital with ams and CT scan showed larger ventricles. We tapped the shunt with no infection. Wanted to change the valve setting of the programmable progav valve to a lower setting to improve the drainage, however, we could not change the setting. Patient needed to be taken to the or to change the valve. No patient injury reported. No delay in surgery reported. Additional intervention taken was taking patient to or to change valve. The initial shunt was placed on (B)(6) 2018. The explant date was (B)(6) 2018.

Manufacturer narrative:
Investigation: no product received for examination. Result: an investigation was not possible because no product was send for examination. Also the underlying product information is not sufficient to draw conclusions about complaints in the past. However, we point out that it is important to position the adjustment tool entrally over the valve. Please keep in mind, that despite of a correct use of the adjustment tool it may can be difficult to adjust the valve due to a postoperative swelling of the skin within the first few days.1 what actually has led to the difficulties in adjusting, does not explain to us, since this would require an examination of the product. However, a product has not been sent yet. Further actions: based on the current information, no further actions are required from our point of view.